Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem's user guide states: "always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery."

Event description:
It was reported that the pump received an expected empty cartridge alarm. Reportedly, the customer "ignored" the alarm, and was subsequently admitted to the emergency room, and hospitalized due to an elevated blood glucose level of 500 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip and fluids, and was released from the hospital on (B)(6) 2019 with no permanent damage.